Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's healthcare provider reported that he was admitted to the hospital on 01/19/2017 with a blood glucose level of 974 mg/dl. He was placed on insulin drip. The customer was nauseous. The customer injected 10 units with a syringe. The customer was wearing the insulin pump at the time of hospitalization. The high pressure test passed. The device was not returned.